Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed irritation under her arms that is raw. Irritation was also reported under the electrodes and therapy pads. The patient was recommended to remove the device from physician. The patient reported that she removed the device for period of time and the irritation is gone.